Event description:
It was reported that: during a case for a hernia repair procedure, the patient was placed under general anesthesia using a balanced technique of narcotics and isoflurane. Towards the end of the case, someone observed that the patient twitched and/or blinked. More anesthetic agent was administered intravenously. The patient awoke after the case and had recollection of the procedure. It was reported that there was a 1/4 inch gap between the vaporizer and the manifold.